Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic stuck in the injector while advancing the lens into the eye. The lens with one haptic was inserted into the eye due to the haptic breaking off during the insertion process, lens haptic remains in the delivery system and was caught on the blue plunger. The surgery was completed by using another lens of same diopter. Additional information was received and stated, there was no patient harm. The patient had to have the lens removed from the eye. Patient issues were resolved, the surgery was longer and then a new lens was inserted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).